Event description:
It was reported that during a procedure, the right ventricular (rv) lead was difficult to remove from the header of the pacemaker (pm). The physician elected to break the header to remove the rv lead. The physician elected to connect the same rv lead to a new pm and complete the procedure. There were no patient consequences reported.